Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 -company complaint history from january 1, 2008-october 1, 2024 was reviewed for reports of shoulder infections. The sales data for all glenoid plates was used to calculate a complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of the sterile certificates and the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. H6 the following sections were corrected: g3 aware date in initial report incorrectly reported as 11-aug-2022 should be 09-aug-2022. H6 - codes 4756, 4118, 3233, 11 no longer apply.

Manufacturer narrative:
D10: concomitants: (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, who had a right reverse shoulder implanted, underwent 3 revision procedures. 3 implants were removed and replaced in the first procedure following a washout. In this case, a 2nd stage revision occurred to re-implant the reverse shoulder. Following this procedure, the patient was revised once again after their humeral tray dissociated while lifting a heavy object at work. There were no device breakages or surgical delays during this 2nd procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices were not available for return. No device images were provided. No further information. This is the 2nd of 3 events. 1st revision reported under MDR# 1038671-2021-00419, 3rd revision reported under MDR# 1038671-2025-01769.